Event description:
Malfunction alarm identified as malf 12 was reported without any notable prior events. Blood glucose level was within normal range, not exceeding 500 mg/dl. Technical support assisted the customer with resetting the pump, successfully resolving the issue, allowing continued use without recurrence of the malfunction code. Customer was instructed to call back if the malfunction code recurs and acknowledged understanding.